Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the shock impedance measurement on the right ventricular (rv) lead increased from 80 ohms at implant to 180 ohms. There was no change in the location of the rv lead. A 1.1 joule shock was delivered and the impedance measurements remained high. A 41 joule shock was delivered and again the impedance measurements remained high. Additionally, an "open circuit" message was received. As a result, a revision will be performed. During the revision procedure, the x-ray did not reveal any lead damage. The connection was determined to be appropriate. The rv lead was explanted and replaced. When the new rv lead was connected to the chronic device, shock impedance measurements were 119 ohms. Synchronous shock tests noted shock impedance measurements of 99 and 118 ohms. As the physician determined that was too high, the device was explanted and replaced. The measurements with the new device and new rv lead were appropriate. No additional adverse patient effects were reported.